Event description:
During initial assessment, an increased intraperitoneal volume (iipv) event was identified which occurred on date (B)(6) 2010 during drain cycle 3. The drain volume was 4297 ml. The programmed fill volume was 2500ml. This event meets overfill criteria.

Manufacturer narrative:
Additional narrative: the sample is available, per the customer, however, the sample has yet been received by baxter. Should the sample and/or additional information be received, a follow-up report will be submitted. (B)(4).

Event description:
It was reported to baxter (B)(4) that the reservoir of a ce basal/bolus infusor 0.5 ml/hr had ruptured. It is unknown when this event occurred. It is unknown if there is patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was not confirmed. However, the reservoir was found to be separated from the set cap post inside the housing. The assignable cause was determined to be improper component assembly. This is a single use device and will not be repaired.(B)(4).